Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case the plastic housing on the plasmablade device tip melted. There was no injury to the patient.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the plastic housing on the device tip near the wire was burnt/melted. Analysis conclusion: complaint confirmed: the plastic housing is melted and > 33% of the wire square is exposed and the electrode wire has minimal support from the housing with deformation, which fails to meet the acceptable damage requirements. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case the plastic housing on the plasmablade device tip melted. There was no injury to the patient.